Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture found within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-11-2017 with the following findings: the black box showed multiple unexplained pump reboots. The battery compartment was cracked with evidence of moisture inside. The returned battery cap was undamaged and able to fit; it was fastened and then unscrewed ½ turn leading to a reboot. The reported power complaint was duplicated. The battery cap was fastened again and the pump lost power during the 24hr duration test. The pump¿s cover was removed and no further moisture corrosion or any intermittent condition was found internally.